Event description:
The functioning demo model involved in this MDR report was returned for analysis because some mechanical noise was heard when the device was shaken.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending. See scanned page.